Manufacturer narrative:
An event regarding dislocation involving a trident constrained acetabular liner was reported. The event was not confirmed. No clinical records were provided for the subject second revision surgery. A review of the provided first revision operative report and x-rays images by a clinical consultant indicated: "there is no evidence of faulty prosthetic design, manufacturing or materials as being responsible for this clinical situation." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that there was a revision of the right hip due to patient dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that there was a revision of the right hip due to patient dislocation.